Event description:
The reporter stated after an aa4203tf toric silicone single piece lens was loaded, the surgery was temporarily delayed, which resulted in the lens becoming stuck in the cartridge as the surgeon attempted to insert the lens. There was no patient contact. The reporter stated the incident was not product related.

Manufacturer narrative:
(B) (4). (B) (4)